Event description:
Pt underwent endovascular repair of abdominal aortic aneurysm. Post operatively developed acute on chronic renal failure requiring dialysis and mesenteric ischemia. Imaging revealed supra-renal placement of endograft encroaching upon sma origin as well as bilateral renal arteries. Underwent exploratory lap, sma thrombectomy with patch plasty.